Event description:
Boston scientific (bsc) crm received information that this boston scientific crm field representative (fr) called technical services (ts) reporting noise was observed on this 425-04 vdd lead. The fr was unsure if the noise was inhibiting pacing, however noted there have been no stored events. The fr stated the patient has complained of syncope, however, was unsure if the symptoms were related to the noise or other sources. As of this report, the 1294 device and 425-04 vdd lead remain in service.

Manufacturer narrative:
Ts recommended trying isometrics and pocket manipulation for further trouble shooting. The fr noted they will further investigate the 425-04 lead. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. The device was explanted approximately six years later for normal battery depletion. There were no additional allegations or complaints. The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation of noise was not confirmed as the device operated normally during testing.